Event description:
The following event originated from a foreign distributor in (B)(6). The distributor reported issues with a power supply that is " not working" and not charging. The ac led front panel is off, and the battery is completely drained. The distributor requested a replacement rather than a repair. No pt involvement.

Manufacturer narrative:
(B)(4). Carefusion tech support shipped a replacement sipap assembly to the foreign customer. A returned goods authorization (rga) number was issued for the return of the alleged faulty sipap assembly for eval. As of (B)(6) 2015, carefusion has not received the alleged faulty sipap assembly.

Manufacturer narrative:
Failure analysis (fa) lab received an infant flow sipap. Fa plugged ac into the machine and had no power coming in to any of the components and ac led indicator on the front panel assembly was off. After checking all fuses, fa found that all were in good working condition. Fa troubleshot to the power supply and after removing the cover, found that the connector going from the power supply to the main board was unplugged. Fa plugged in the power supply connector and again applied power. The unit came on with an error code of 12 which doing further investigation found that the unit was in diagnostic mode. Fa corrected the error by switching the dip switch to normal function mode. The error codes 53 and 54 also arose. Fa reseated the oxygen sensor and cleared the error codes. The oxygen sensor tested good, but is past its end of life (2004), thus removed for disposal. Fa indicated previous servicing possibly caused a disconnected power supply cable and was accidentally left unit in diagnostic mode. The unit was send to factory service to install a new oxygen sensor and processed.